Event description:
It was discovered during multiple blood draw attempts that multiple bd vacutainer blood collection tubes contained faulty tube seals. The collection tubes do not function appropriately.